Event description:
The patient reportedly experienced decrease in performance and multiple shorts in her electrode array. Extensive programming was performed and the patient's performance slightly improved. Testing showed that the device is functional. Due to the presence of numerous shorted electrodes, the patient was given an option to have her device explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the patient's device will not be explanted at this time. The patient will be implanted in the contralateral ear in the future. The patient will continue using her device and remain implanted. A review of device history records was completed and no anomalies were noted. This is the final report.